Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the station local information technology department had resolved the issue. The technical support specialist connected to the server and verified that the station was current, with both uploading and downloading functioning properly. The customer confirmed that the local it department had resolved the issue. As part of the troubleshooting process, the device was checked in bomgar and on the server. Functionality was confirmed with the customer, and the knowledge article "how to - initial troubleshooting questions for station not communicating/all drawers failed" was attached to the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.